Manufacturer narrative:
The following 8 months of the index procedure, on (B)(6) 2011, the angiography was conducted, aneurysm neck was 6.9mm, and the neck to sac ratio was 6.9mm:10.4mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.8mm. The occlusion rate of aneurysm was 85%. The 1-year follow-up was took place on (B)(6) 2012, the angiography was conducted but no information of the treated aneurysm was provided. Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/day, and heparin 5000u was administered intra-procedurally. Prior to implanting the vrd, launcher 7fr 90cm/medtronic, prowler select plus microcatheter (606-s255x, lot unknown), radifocus gt/terumo, were utilized. Other devices utilized during the procedure were excelsior sl10(type j) microcatheter stryker, gdc 360 coil (6mm x 15cm)/stryker, gdc 360 soft sr coils (6mm x 11cm, 5mm x 9cm)/stryker, gdc 10 soft coils (4mm x 8cm total 2)/stryker, gdc 10 soft 2d sr coils (3mm x 8cm total 2)/stryker, v-track microplex hypersoft coils (4mm x 6cm, 3mm x 6cm total 3, 3mm x 4cm total 3, 2mm x 4cm, 2mm x 3cm total 3)/terumo, orbit coils (637mf0306 total 2), deltaplush coils (cpl100306-30 total 2), ed extra soft coils (3mm x 6cm total 2)/kaneka. During the procedure, jailed technique was utilized. However, regarding the additional coil embolisation, there is no information about both the utilized devices and the implanted coils. The products remained implanted and are not available for analyses, and the lot numbers for the coils were not provided. Therefore, no DHR could be conducted. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. As reported, aneurysm characteristics and incomplete intentional incomplete aneurysm occlusion appear to have contributed to the recanalization six months post coiling. The instructions for use warns that incomplete occlusion of vascular bed or territories may give rise to hemorrhage, ischemia, infarction, development of alternative vascular pathways, or recurrence of symptoms. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2013-00070 and 1226348-2013-20040.

Event description:
The report from clinical study (B)(4) for patient with ID #(B)(6) indicated that nine months after the index procedure with an enterprise vrd (enc452812/01425066), orbit coils (637mf0306 x2, deltaplush coils (cpl100306-30 x2 and non-codman coils of an aneurysm of the right parasellar, an angiogram revealed a recanalization of the distal part of the treated aneurysm neck. Additional coil embolization was performed three months after the angiogram was conducted. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of the date of treatment was resolved without sequel. According to the physician, the relationship of the event to the index procedure was unknown and to the vrd was also unknown. No further information is available and procedural images are not available. The patient medical history consisted of hyperlipemia. The unruptured saccular aneurysm neck was 6.9mm, and the neck to sac ratio was 6.9mm:10.4mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.8mm. Mrs before the procedure on (B)(6) 2011 was 0 and on (B)(6) 2010 was 0, after the procedure on (B)(6) 2011 was 0. The act was 130 seconds pre anticoagulation and 250 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure.